Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was over 400 mg/dl. Customer stated that basal rate went haywire and he was only getting half of what he was supposed to. Customer stated that nurse had to reset his basal rates because they had been cut in half. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose using insulin pump. Customer reported they have contacted their hospital care practitioner regarding the high blood glucose. Customer reported customer did not alleged insulin pump was under delivering. Customer stated the drive support cap appeared normal. The insulin pump will not be returned for analysis.